Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has depleted from three years down to three months battery remaining at recent checked and this device lasted for ten years. The device data was submitted for engineering analysis which showed that this device exhibited premature battery depletion (pbd). Battery alert has not been triggered, but the actual battery voltage and estimated battery voltage from usage has started to dissociate. In addition, this device will be replaced. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory did not confirm that a low voltage alert, code 1003, was recorded. The daily battery voltage measurements displayed a pattern of steady and rapid discharge, but full device function was verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which resulted in a shortened window.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has depleted from three years down to three months battery remaining at recent checked and this device lasted for ten years. The device data was submitted for engineering analysis which showed that this device exhibited premature battery depletion (pbd). Battery alert has not been triggered, but the actual battery voltage and estimated battery voltage from usage has started to dissociate. In addition, this device will be replaced. As of this time, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has depleted from three years down to three months battery remaining at recent checked and this device lasted for ten years. The device data was submitted for engineering analysis which showed that this device exhibited premature battery depletion (pbd). Battery alert has not been triggered, but the actual battery voltage and estimated battery voltage from usage has started to dissociate. In addition, this device will be replaced. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.